Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01/21/2015 with the following findings: the original complaint could not be investigated due to an unresponsive keypad. The pump histories showed the pump was in use until (B)(6) 2014; the date of the reported issue was (B)(6) 2014. The daily insulin delivery totals correctly reflected the users programmed basal rates. There was no activity outside of normal use observed in the black box or download history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 40 mg/dl with no symptoms. It was reported that the patient was off their pump and on injections while waiting for a new pump. The reporter stated that between the injection, activity and hot temperature, the patient experienced a low bg unrelated to the pump. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hypoglycemia related to use error while off the pump waiting for a replacement.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.